Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they just received a new implant and they were trying to figure out how to use it last night (B)(6) 2026) using the manual they were given at implant, however they had been confused and they didn't think they did something right because they hadn't been feeling the stimulation. Patient services reviewed external device function with the patient and the patient was able to successfully connect to see their settings. The therapy was on and the therapy was at 1.5 ma on program 5. The patient increased the stimulation up past 2.0 ma however they still weren't feeling the stimulation. Patient stated in the hospital, after the procedure, they thought the manufacturer representative (rep) had told them they should be on 1.5 ma and last night when they connected to their settings for the first time since they got the implant, the therapy had been off. Patient said they might have been at program 1 to start and said last night they knew they had definitely switched programs and they felt that's how they were at program 5. Patient said they knew what the stimulation felt like because in the past, they'd felt it strongly with their previous system (they confirmed the stimulation with their previous system had been comfortable). Patient services reviewed device description/function as well as therapy expectations, programming, stimulation and ins battery longevity considerations with the patient and redirected the patient to follow up with their managing healthcare provider (hcp) to discuss therapy concerns and programming considerations. Patient said their follow up with the healthcare provider (hcp) was on (B)(6) 2026. Patient said regarding the rep at the facility that perhaps they had only seen a photo of a handset with 1.5 ma on it and they didn't know if the rep had told them to go to 1.5 ma or not so they decreased back down to 1.0 ma on program 5 on the call and was going to monitor their symptoms on that level and reach out to their hcp to further address the issue and to discuss their symptom concerns. The external devices were functioning as intended at the time of the call. Patient to monitor their symptoms now that a change had been made, make an additional adjustment or call back for assistance if needed and reach out to their managing healthcare provider for further concerns about their symptoms.